Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive on the lock screen. There was no reported impact to the customer's blood glucose. Reportedly, the customer would turn the screen on and off, and the touchscreen would be responsive. The customer declined further troubleshooting with tandem technical support.